Event description:
It was reported that the ilet device¿s screen became unresponsive without visible damage or fluid exposure, and the user restarted the device through the ilet mobile app; a replacement device was arranged and no alerts or alarms were reported. Symptoms included none reported. Outcomes included no clinical impact reported and continued therapy via replacement. Investigation included internal complaint review and troubleshooting guidance provided to the user. Investigation of this case revealed a suspected display or touchscreen malfunction consistent with a hardware screen performance issue without contributory user error. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.